Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty completing a bolus delivery. Reportedly, there was an issue with the blood glucose (bg) value provided by the pump sensor reading and the bolus was successfully delivered only after multiple attempts were made. The customer experienced a low blood glucose (bg) level ranged from 50-200 mg/dl. Low bg cause was not known. The customer declined to perform further troubleshooting with tandem technical support.